Manufacturer narrative:
The reported events of insulation damage and failure to advance the guidewire were confirmed. As received, a complete lead was returned. Visual inspection of the lead found the lead body insulation was damaged and x-ray examination found the inner coil was also damaged at the distal region consistent with procedural damage. The guidewire insertion test was not performed due to damaged inner coil at the distal region, as received. The cause of the reported events is consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had insulation breach and the guidewire failed to advance into the lead. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.